Manufacturer narrative:
The sodium electrode lot number was dud11, with an expiration date of 08-apr-2026 the potassium electrode lot number was dyu38, with an expiration date of 05-may-2026. The chloride electrode lot number was ebd20, with an expiration date of 15-mar-2026. Calibration and controls run before the event were acceptable. Controls failed with noise alarms after the event. A review of alarm trace data showed ise noise and voltage level alarms. Abnormal sample probe aspiration alarms and sample short errors were also observed. The aspiration alarms are indicators of possible poor sample quality. The field service engineer determined the flow path was dirty. The flow path, sipper nozzle, vacuum nozzle, and sample probe were cleaned. The engineer found that the affected patient sample had low sample volume and appeared as if the probe punctured the gel. The sample also appeared icteric, with trace hemolysis. Ise checks, precision testing, calibration, controls were run and the affected patient sample was re-tested. The investigation determined the service actions resolved the issue.

Event description:
The customer stated they received discrepant results for one patient sample tested with the sodium electrode, potassium electrode, and chloride electrode on a cobas pro ise analytical unit. The customer noted they were receiving voltage and ise noise alarms. The sample initially resulted in the following values: sodium = 117.9 mmol/l, potassium = 2.47 mmol/l, chloride = 131.6 mmol/l. The customer decided to repeat the sample due to low test results. The sample was repeated on the same analyzer, resulting in the following values: sodium = 96.5 mmol/l potassium = 2.39 mmol/l the sample was repeated on an istat point of care device, resulting in the following values: sodium = 140 mmol/l, potassium = 3.8 mmol/l, chloride = 101 mmol/l. The results from the point of care device were deemed correct.